Manufacturer narrative:
(B)(4). After battery installation unit gave an unexpected blank/white flashing display followed by an unexpected intermittent beep alarm due to cracked lcd controller. Unable to perform displacement test due to blank display. Unit received with scratched case, cracked keypad overlay, stained keypad overlay, pillowing keypad overlay and faded serial number label. The p-cap does lock properly. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump display was cracked. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.